Event description:
The friend or family member of the patient reported the patient's pump was not working. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).